Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 had failed and required maintenance due to sticking. A field service engineer (fse) adjusted the rails to ensure the drawer would slide and open smoothly. The drawer was tested and confirmed to be opening properly without sticking. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.